Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified a valve crack, crease fold and wear abrasion. A leak test and microscopic analysis was performed which identified a valve crack and partial delamination of the valve (adhesive failure).

Event description:
Health professional reported a right side deflation. The device has been explanted.